Manufacturer narrative:
Batch # n56y5m. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the device was inspected before introducing it into the case and there were no visible issues. They checked and there were no clips or any objects that would interfere with the firing seen.

Event description:
It was reported that during a splenectomy procedure, for the first firing, the splenic vein was fully skeletonized and the device was placed across the vessel such that the end effector was visualized distal to the vein. The device was fired and there were no issues; the device sounded normal and fired fully. While the jaws were still compressed across the splenic vein, there was bleeding from a small artery about two or three centimeters from the firing. Clips were applied and controlled the bleeding. When the jaws were released, the staple line was fine and the staples were all b-formed, but there was venous backflow oozing from the staple line. The surgeon used clips and two hemostatic products to achieve hemostasis. The issue did not cause any change to the procedure aside from clipping over the splenic vein staple line. The surgeon had expected to use hemostatic products in the procedure and the total blood loss was what the surgeon expected, about two hundred to three hundred milliliters. The patient did not require a transfusion. After the firing, the device was inspected at the back table and there was a dent on the cartridge deck. Prior to the device being used, the surgeon had already transected the splenic artery using clips and shears as planned. The surgeon anticipated a complex procedure as the patient had cancer and the anatomy was affected such that the spleen was enlarged and there was increased vasculature/neovasculature surrounding the spleen. The small artery that bled after the device was fired was not transected in the firing on the splenic vein. It was not clear what caused this vessel to bleed, but it was somewhat expected due to the anatomical and vascular pathology seen in this patient. There were no adverse consequences for the patient.